Event description:
The information originally received from the us distributor indicates: during the case, the doctor was putting in the bone screw and both t-handles in the adv set broke. The clamp from the set was on rail and it locked up. No adverse effects for the patient. One hour delay in the surgical procedure. On (B)(6) 2012, orthofix srl received the following information from the us distributor. Surgeon's name: dr. (B)(6). Surgery description: left femoral lengthening. Event details: once t-handles broke, the surgeon had to chuck power attachment onto another t-handle. The micro angulation would not move, so that he could get the correct angle need for rail, tried to adjust but screws that control angulation locked up and one of them broke in two. (B)(4).

Manufacturer narrative:
A technical evaluation of the broken devices used was not performed as the devices have not yet been made available for the investigation. Unfortunately, no information about lot involved is available, therefore, it is not possible to perform any technical investigation. A clinical evaluation of the case was not performed as no information about the medical procedure, diagnosis, and x-ray have been made available. The few information available on the case was sent to our medical evaluator who evidenced that a delay of one hour for an operation that might take 1 - 2 hours, must be considered clinically relevant. Considering the event description, a surgeon in the (B)(6) hospital was doing an operation on a patient that involved the application of a limb reconstruction system advanced rail (lrs adv). In some way, not yet clarified, during the operation two 91150 universal t-wrenches failed to function, and one 53585 translation-angulation clamp became jammed on the rail. The result was a delay of one hour to the surgery, which was; however, completed as planned. In spite of repeated requests, we have not received further information, therefore, it is not possible to conduct any investigation and draw any conclusion in regards to the complained devices breakages. If further information will be received on the event, orthofix srl will promptly finalize the investigation. Please also kindly refer to MFR reports number 9680825-2012-00020 and 9680825-2012-00022. Orthofix srl continues monitoring the devices on the market.